Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels above 300 mg/dl. Prior to the event, the customer woke up with chest pain, shortness of breath and a blood glucose reading of 570 mg/dl. The customer treated with a manual injection, but her blood glucose levels remained elevated. Troubleshooting was performed, and the time was set to am, not pm. The insulin pump passed the prime and high pressure tests. Nothing further was reported.